Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and found no non-conformances. When the device was returned to mmdg for investigation, the pump pcb board had failed due to fluid ingress. This resulted in the pump alarming a consistent motor stall alarm and the pump could not be tested or investigated. The pump was scrapped.

Event description:
The initial reporter stated that the pump auxiliary alarm did not function as expected. It failed to alarm. They also stated that the pump had a repeated and consistent motor stall alarm. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. [(B)(4)].